Event description:
First use dialyzer (not preprocessed). Three to five minutes into treatment, pt complained of severe back pain. Dialyzer was discarded. Treatment reinitiated on another terumo t220 dialyzer with no problem. Second t220 was flushed with 500 cc saline immediately prior to connecting to pt. First dialyzer was not and had recirculated on machine for several hours prior to use.